Event description:
It was reported that the patient experienced an infection with this artificial urinary sphincter (aus). A surgical procedure was performed but no information regarding a removal or new device placement was reported.